Manufacturer narrative:
A1: the full patient identifier is case-(B)(6). A5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a field service engineer (fse) was dispatched on 20nov2024. The fse found air bubbles on the substrate pump cylinder when the piston was moving down, the 3-way valve may be introducing air bubbles into the substrate system. The fse also found micro bubbles along the main pipettor tubing, the precision pump may be introducing air. The fse reported that the vacuum pump was noisy, and it struggles to reach 380 mmhg even after flushing it with di h2o. Furthermore, the precision valve washer was found to be not flat. Adjustments to the main pipettor ultrasonics and alignments are needed. The fse performed multiple hardware interventions including replacement of 3-way substrate valve, vacuum pump, precision pumps, upper seal/o-ring and lower seal/o-ring. The fse cleaned precision valve and replaced the washer. He also performed a substrate decontamination. The pipettor ultrasonic settings were adjusted. Fse confirmed the vacuum pump is now able to reach 518 mmhg. No more bubbles were observed on the substrate pump cylinder and/or on the main pipettor tubing. The fse performed system check, incubator belt calibration, high sensitivity system check, and a 15-rep precision test for pth level 1 and 2 with passing results. Fse advised customer to run all levels of qc prior to reporting patient results. Fse noted recalibration may be needed to correct qc shifts following this repair. The issue was resolved. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event.

Event description:
On (B)(4) 2024, the customer reported erroneous low psa and pth patients' results were generated on the customer's access 2 analyzer serial number (sn) (B)(6). Two patient samples results were provided by the customer, one for the psa assay and one for the pth assay. It is unknown if the erroneous results were from the same patient or two different patients. - the initial psa result was 0.93 ng/ml ((B)(6) 2024 - 01:19 pm), repeated at 0.01 ng/ml ((B)(6) 2024 - 11:56 am). The customer repeated the sample again with a result at 0.90 ng/ml ((B)(6) 2024 - 12:41 pm). The customer reported out of the lab the original psa result of 0.93 ng/ml. - the initial pth result was 0.01 pg/ml ((B)(6) 2024 - 01:24 pm), repeated at 203.31 pg/ml ((B)(6) 2024 - 02:04 pm). The customer reported out of the lab the repeated result of 203.31 pg/ml. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No patient results were reported out of the laboratory. System check passed on 16nov2024. Pth calibration passed on 22oct2024 with reagent lot 439889 and calibrator lot 489739. Psa calibration passed on 23oct2024 with reagent lot 439815 and calibrator lot 439666. Qc has been failing low intermittently for psa, pth and cortisol assays. Customer technical support (cts) noted that the customer had called in earlier in the month with wash valve errors and had cleaned their wash valve on their own. Cts set up service for a field service engineer (fse) to inspect the instrument for proper performance. A field service engineer (fse) was dispatched on 20nov2024. No issues with sample integrity were reported by the customer.